Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, the pulse generator exhibited backup vvi operations due to suspected communication issue with the merlin at home transmitter. The patient was brought into clinic on (B)(6) 2021 and the device was successfully restored from backup operations. The patient tolerated the event well, was stable throughout the event, and was discharged accordingly without any issues or complications.